Event description:
Health care professional reported "we have failure in a pt. Sudden loss of restriction, brownish fluid band aspirate and leakage of contrast on x-ray". Investigation in progress. F/u findings: explant surgery has not occurred at this time.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, model number, full date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The report of the event was asked to return the product for analysis. When it is explanted. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. No add'l info has been reported to allergan regarding the model number, serial number, the full event date, implant date, explant date or pt data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."